Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that while monitoring a pt, the device powered off and back on by itself. Also, the device was displaying the red service light and the device locked-up on the start-up window. The only way to reset the device was to remove the batteries. The customer indicated that they were able to power the device back on and it functioned properly for the rest of the call. There were no adverse affects to the pt reported as a result of device use.